Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, and because the device was not returned for analysis a definitive cause for the reported difficulties could not be determined. In this case, it is possible that the cap seal was not fully tightened thus resulting in the reported leak; however, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the copilot was leaking during the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.